Event description:
It was reported that there was crosstalk and farfield sensing on the stored electrogram (egm). Thus there was atrial sensing on the ventricle and ventricular sensing in the atrium. It was noted that sometimes the markers appeared simultaneous. The patient had an intrinsic pr interval on the egm. Oversensing of noise was also noted on both the right atrial (ra) land right ventricular (rv) channels. There was no a systole greater than two seconds. The ra impedance was stable and the rv impedance had slightly decreased over the last year from the low 400 ohm range to the low 300 ohm range. Boston scientific technical services (ts) suggested bringing the patient in for isometric testing and performing an x-ray. The medical personnel did note that isometrics were performed three months earlier and no noise was seen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).